Manufacturer narrative:
(B)(4). Date sent: 11/3/2021. Additional information provided: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain --------the author does not believe that. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/ surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain.

Event description:
It was reported via journal article: title: application value of triangular anastomosis in digestive tract reconstruction after laparoscopic distal gastrectomy, authors: shen xuqi, fu ying, huanglian shun, zhao yongliang, citation: chongqing medicine (2021); 50(6): 932-935. Doi:10.3969/j.issn.1671-8348.2021.06.007. The aim of this study was to investigate the application value of triangular anastomosis and billroth-I anastomosis (bi-I or anastomosis) in digestive tract reconstruction during distal gastrectomy and provide support for clinical selection. A total of 98 patients with distal gastric cancer who underwent total laparoscopic distal gastrectomy with different modalities of digestive tract reconstruction from january 2015 to june 2018 were included in the study. Of these, 46 patients (27 male and 19 female; mean age of 59. 20 ± 8.71 years) in the observation group underwent total laparoscopic gastrointestinal reconstruction using triangular anastomosis, and 52 patients (29 male and 23 female; mean age of 58.89 ± 8.66 years) in the control group underwent laparoscopic bi-I anastomosis for gastrointestinal reconstruction. In the observation group, surgery was performed using linear cutter stapler (johnson & johnson, ec60a). Reported complications include anastomotic leakage (n=1), anastomotic stricture (n=1), postoperative infection (n=2), gastric emptying disorder (n=2). In conclusion, compared with total laparoscopic billroth I anastomosis, triangular anastomosis has more minimally invasive advantages, reduced intraoperative blood loss, shortened operation time, better effect and faster recovery. It is a safer and more effective surgical method.